Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to oversensed noise. Additionally, out of range shock impedance measurements were observed. X-rays were performed and it was confirmed the electrode had moved due to twiddler's syndrome. Boston scientific technical services (ts) discussed the device also appeared to have moved. Due to shock delivery under twiddled conditions, ts recommended replacing the device along with the electrode. An invasive procedure was performed and a new s-ICD system was successfully implanted. No additional adverse patient effects were reported.